Event description:
It was reported the resection sheath ceramic tip was loose. The issue was found at installation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ceramic head came off due to a component failure of the ceramic tip (ceramic head). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.